Event description:
It was reported that the longevity on this pacemaker decreased from two years to six months. Boston scientific technical services (ts) discussed that this device has four longevity bins, and a small change in lead measurements could lead to a large change in longevity. This pacemaker remains in service. No adverse patient effects were reported.